Event description:
Initial report received on 11-oct-2010: this case was reported by a division of evidence based medicine in dermatology (B)(4) via the (B)(6) health authority (B)(4). This group is conducting an injectable filler safety- study. The aim of the study is to register adverse events to these injectable filler materials in the (B)(6)-speaking areas (B)(6). This case involves a (B)(6) female pt. In (B)(6)-2002, the pt had been treated with poly-l-lactic acid (sculptra, batch-no unk); application site: area of nasolabial folds. By the end of (B)(6)-2004, the pt suffered from skin-coloured deep granuloma in the area of the nasolabial folds (bilateral). Corrective treatment was not mentioned. Outcome: ongoing at the time of the report ((B)(6)-2004). Assessment (from division of evidence based medicine in dermatology): the event was probable related to the treatment with poly-l-lactic acid.